Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient picked at the implant site of the implantable cardiac monitor (icm) until it popped out. The icm was removed and not replaced. No patient complications have been reported as a result of this event.